Event description:
Transport MRI vent brought to ICU to take patient to MRI. Was having high pressure alarms and therapist trouble shot as we traveled to MRI. Upon arriving in MRI patient became blue/purple from nose to top of head. Immediately took patient off vent to bvm resuscitate. Patient's heart rate at the time began to decrease into 40's and had no p wave. (Junctional). Doctor was called and was immediately at bedside in MRI. Patient began to regain sats and become pink again after about 2 minutes of bagging. Heart rate then increased to normal rate (as before) p waves reappearing. After patient was safe it was discovered tubing was crimped and crushed in one area. New tubing was placed and patient then had MRI test completed. Investigation revealed a flattened part on the ventilator tubing and further investigation revealed the same error on additional cases of unopened equipment from lot numbers 0000619395, 000655505, 0000640996 and 0000633660. It is circuit number 19189-001. Carefusion patient circuit w/o peep 22mm, spu for use with the ltv 1200 MRI vent system. The effected lot numbers have been pulled from service and the vendor has been made aware and is replacing stock and opening an investigation on their end.